Event description:
It was reported that a patient presented remotely with episodes of non-sustained right ventricular oversensing due to post-sensed t-wave oversensing (pstwos) on their implantable cardioverter defibrillator (ICD). Undersensing of r-waves was also noted. An additional remote monitoring check in was performed on (B)(6)2022, with no additional episodes of pstwos noted. The decision was made to continue to monitor the patient. The patient was stable throughout.